Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; a.6; b.5; d.1; d.2; d.4; d.6a; d.6b; g.4; h.1; h.4.

Event description:
Healthcare professional left side textured to smooth implant exchange. The event of rupture was confirmed to not have occurred. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture and textured to smooth implant exchange. Device remains implanted.